Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, a lead was placed to back up pace during the his- right ventricular (rv) lead placement. During the his lead insertion into the body, the patient developed long pauses/asystole and became dependent on the back-up lead. Mapping of the his was attempted, but was unsuccessful. The his-rv lead was attempted but a good anatomical position with good measurements was not possible. The lead was removed and replaced. No further patient complications have been reported as a result of this event.